Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Product not returned.

Event description:
The patient underwent surgery on (B)(6) 2021 for the placement of stryker products (torx & trident). On (B)(6) 2021 , she was admitted to the hospital for a dislocation. When performing x-ray, she observed stryker product failure. The patient undergoes urgent revision surgery.